Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was giving a bad touch error message. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the touchscreen issue and stated that they were unable to complete a touchscreen calibration. The customer replaced the touchscreen but the issue persisted. The rse informed the customer that the signal path was from the touchscreen, to the user interface (ui) printed circuit board assembly (pcba), to the power management (pm) pcba, to the central processing unit (cpu) pcba. The customer requested the part information for the ui pcba, so the rse provided it. This investigation is ongoing.